Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted there was no damage caused to the instrument. The firing knob was fully retracted. Pmv performed functional testing which included loading a pmv sulu into the returned device. The instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures.should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during an exploratory laparotomy procedure. The stapler was not able to fire. In order to resolve the issue and complete the case, replaced with another stapler. There was no patient harm. The patient outcome is alive, no injury.